Event description:
It was reported that the patient's blood glucose level rose to over 400 mg/dl while wearing the pod for an unknown duration. The patient reported that the edges of the pod adhesive had lifted, causing the cannula to pull out of the infusion site. Leaking was observed, and the pod subsequently became loose at the infusion site (abdomen), resulting in cannula dislodgement and failure to deliver insulin. As treatment, a new pod was activated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone15.4cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.